Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported screen was white. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed the reported issue. The customer replaced the cable from liquid crystal display (lcd) to control board to resolve the reported issue.